Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 - ventral incisional herniorrhaphy with composix kugel mesh. On (B)(6) 2005 - repair of recurrent incisional hernia with sutures. No mention of previous mesh. On (B)(6) 2005 - incision and drainage, and débridement of abdominal wall abscess, removal of infected hernia patch. On (B)(6) 2005 - office visit: pt did well postoperatively, ambulating and wearing a binder during the day.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the mesh may have caused or contributed to the alleged event. According to the medical records provided, the pt had hernia recurrence repaired more than a year and a half post implant of the composix kugel mesh. During that repair procedure, there was no indication that there was a problem with the mesh. One week later, the pt developed an infection and the mesh was removed. While there is no indication that the mesh was the source of the pt's infection, the product's instructions for use states: "if an infection devices, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned for eval. We have contacted the initial reported to obtain additional info and to have the mesh returned. Without further info, no conclusion can be drawn.